Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. It was reported that the patient was "too sick" when they first got the pump. The patient had a real hard time with the pump closing and it took almost 8 months to close. Per the patient, it took forever for their back to close because it had "busted open" when they had surgery and it got an infection. The patient stated that they were finally doing better now and had a lot of trouble with their "respiratory", so they hadn't been able to talk on the phone a lot. Patient services asked the patient to clarify being sick and the patient stated that they had too much trouble breathing and they were finally getting better now.